Event description:
It was reported that the log file captured invalid controller clock alarms throughout the event and periodic history. It appeared that the date and time have been updated in clinic. The log file also captured a loss of power to the mobile power unit (mpu). The system continued to operate at the set speed and was supported by the controller¿s backup battery (ebb) until external power was restored. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. Further review of the log files captured that the pump clock was reset, indicating a pump stop.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump clock reset, indicating a total loss of power to the device that would have resulted in a pump stop. A specific cause for this event could not be conclusively determined through this evaluation. Review of the submitted log files revealed controller clock corrupt alarms due to the system controller¿s clock being reset to the default timestamp. The pump¿s clock was also reset, indicating that there was a complete loss of power to the system that would have caused the pump to stop. Due to the onset of the event not being captured in the submitted log files, a specific cause for the event could not be conclusively determined. The pump appeared to operate as intended at the set speed throughout the log files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and heartmate 3 patient handbook, rev. A, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms as well as the appropriate actions associated with them. Section 8 of the patient handbook, entitled ¿handling emergencies¿, lists examples of emergencies and the proper actions to take. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.